Event description:
It was reported that a patient experienced and was hospitalized for respiratory failure coincident with peritoneal dialysis (pd) therapy.  The cause of the respiratory failure was unknown. Eighteen days after the patient was hospitalized for the event, the patient's caregiver reported that the patient was "just released from the hospital." The caregiver did not specify what day the patient was released. Treatment is unknown. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1994. A review of the device history record and service history record was performed which did not reveal any issues related to the reported issue. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.